Manufacturer narrative:
The following functional tests and communication were performed: a philips field service engineer (fse) evaluated the system and gathered logs for review. The system was functioning properly, and no issues were observed since the event. The root cause of the issue was undetermined. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating multiple hosts across the hospital went into local mode and were disconnected from the primary and physio servers, users had to monitor patients in local mode until the issue was resolved. The device was in use at the time of the event. No adverse event occurred.